Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Missing lot information has been requested. A follow up report will be submitted when the information becomes available.

Event description:
(B)(4) ¿ the dentist reported that almost 4 months after the dental implant was installed in intraoral region # 23, its non-osseointegration was observed. Moreover, the patient presented bone type iii. Immediate implant was performed and immediate load was done.